Manufacturer narrative:
Results: fibrin clot in the electrolyte injection cup.

Event description:
On (B)(6) 2012, customer reported that the dxc 800 instrument generated false high sodium (na) and chloride (cl) results on 2 patient samples. Results were not reported out of the lab. When the results failed the delta check, the samples were repeated on another dxc instrument in the lab, and those results were reported. Quality control (qc) prior to the event was within lab-established ranges. Qc was not run after the event. Field service engineer (fse) inspected the instrument and found a fibrin clot in the electrolyte injection cup (eic) and a kink in line 26. Fse cleaned the eic and performed preventative maintenance which included replacing the ion selective electrode (ise) lines. Fse verified performance. No further issues were reported.